Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable cholesterol gen.2 results for 1 patient sample on a cobas c 111 analyzer. The initial result was 269 mg/dl. The repeated results were 167.69 mg/dl and 162.30 mg/dl.

Manufacturer narrative:
Sections d4 lot no and d4 expiration date were updated. The calibration and qc were acceptable. A general reagent issue was excluded. Minor fibrin was present in the sample. After removing the fibrin and centrifuging the sample, the subsequent test results were consistent. The issue was resolved. The investigation determined the issue was due to pre-analytical handling issues at the customer site.